Manufacturer narrative:
Findings: the insulin pump was received with minor scratched lcd window, loose drive support disk, broken battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that there was a crack on pump and drive support cap was not recessed as designed. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.